Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the light source cable could not be connected to the subject device due to the damage of the otv terminal of the subject device at the unspecified timing. Consequently the user could not connect the subject device to the video system center. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and identified the reported phenomenon. There was no patient injury associated with this report. It was not provided the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department in japan. The evaluation of the device by the service department confirmed that the light source cable could not connect with the subject device due to the damage on the light source cable, as reported by the user. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, when the cable is connected to the device, the light source cable may have been damaged by excessive force, resulting in the reported event.